Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer's mother stated that prior to being hospitalized, the customer had vomited and lost consciousness. The customer's mother's perceived cause of the event was the unresponsive act, up, and down buttons on the insulin pump that led to the customer having high blood glucose levels. The customer's mother also stated that there were two half-inch long cracks on the reservoir compartment of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Medwatch 2 of 2 (reservoir): 3004209178-2011-81551.